Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-05900 & 2134265-2018-06240 & 2134265-2018-06590. It was reported that a perforation resulting in tamponade occurred and the patient expired. A left atrial appendage (laa) closure procedure was being performed. A double curved watchman® access system (was) along with a 6fr expo pigtail catheter were used to gain access into the appendage. A 24mmwatchman ® laa closure device & delivery system was then inserted. The markers were lined up and they snapped the sheath back on to the delivery catheter, during this process the delivery system had exited the distal end of the was. They took a little puff of contrast before they deployed the closure device and noticed contrast in the pericardium, indicating a perforation had occurred. The perforation happened at some point between the physician withdrawing the expo pigtail out of the body and snapping the wds into the was. The 24mm closure device was deployed. The perforation led to a pericardial effusion with tamponade. A tap procedure was performed to drain the blood, every time they removed 6cc syringe of blood they would just put it back in the groin, that was probably completed 20 to 25 times. Epinephrine and vasopressor medication were administered. The patient stabilized and was doing okay, so they partially recaptured the closure device few millimeters and redeployed the device. It was shown on echocardiogram that the device was too proximal, so the closure device was fully recaptured. Another 24mmwatchman ® laa closure device was deployed, but they could not position the device appropriately in the appendage, so the closure device was removed. A cardiac surgeon was consulted and the patient was taken to the operating room(or) where they performed a maize procedure. The patient did fine in surgery and was transferred to the cardiac intensive care unit. In the middle of the night or morning the patient experienced tamponade again. They were brought back to the or for a pericardiocentesis. The patient left the or on vasopressors and four chest tubes. They thought the patient was experiencing volume overload and needed diuretics. They coded and cardiopulmonary resuscitation (CPR) was performed. The patient was pronounced dead 10 minutes later. The documented cause of death was cardiac vasoplegia.